Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie lid was failed to open. The customer reported that the malfunction took place when the user tried to dispense morphine medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the cubie pocket lid failed to open. A technical support specialist (tss) verified transaction records showing customer issued the medication, and bin locations indicated zero quantity. Using the tester application, tss successfully opened the drawer and cubie lid, confirming functionality. The customer retrieved the remaining medication, correcting the count. The issue was likely caused by a stuck cubie lid due to packing material, and the case was closed. The system functioned as intended after the technical support specialist troubleshot the issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, cubie lid was failed to open. The customer reported that the malfunction took place when the user tried to dispense morphine medication to the patient. There were no adverse events or injuries reported based on this event.